Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s lvad system experienced pump stoppages multiple times when connected to a power module. The patient reported that they do not connect to the power module at home, and sleep on batteries power. The patient was reported to be asymptomatic. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2016, the customer reported that pump stoppages occurred following the replacement. Log file analysis by technical services confirmed the alarms. It was reported that the patient would be kept on batteries or use an ungrounded power module patient cable for use while on power module support.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log files. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (lead); however, a root cause for the pump stoppage events could not be determined through the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed and approximately 17 inches of the external portion/distal end of the lead was returned. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead¿s wires that would have resulted in an electrical short. The patient remains ongoing on pump support using ungrounded patient cables with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.